Event description:
The customer reported that during a laparoscopic hysterectomy, the jaws of the device would not reopen while applied to tissue. While the surgeon manually removed the device from the tissue, the jaws detached from the device and fell into the patient cavity. The surgeon retrieved the jaws from the patient cavity.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.